Event description:
It was reported a suture had "snapped" during a lead implant procedure. It snapped approximately 1 centimeter from the end of the ski needle so there was about 1 centimeter of prolene suture left attached onto the needle after it snapped. The cause of the event was not determined.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead. Analysis of the lead found it to be damage/overstress and broken at the distal end due to polypropylene suture.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.